Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The customer did not request any service. No parts were received for our investigation and we do not know the current status of the ventilator. However according to the received information from the third party, the inspiratory pressure transducer was needed to be replaced. According to the received logs, we can confirm that the ventilator alarmed for high pressure on 3/14/2020. The user did not perform any pre-use check before 3/19/2020 and the ventilator failed pre-use check on 3/19/2020. Since the customer did not request and service, with the limited information available, the investigation was not possible. Therefore the root cause of the reported event could not been determined.

Event description:
Manufacturer ref.#: (B)(4).